Event description:
The customer reported to philips healthcare that when using the charge key, the heartstart xl did not discharge energy to self-test. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.